Event description:
Per the patient, when they tried to refill the pump, they had to use fluoroscopy. The pump flipped again and that was what prompted the procedure to fix the pump flipping. With the pump flipping, they found that the catheter was wrapped around it and there were holes in the catheter caused by needles during refill procedure. These things had been confirmed via a dye study. The patient¿s symptoms were increased spasticity and she wasn¿t feeling herself.

Event description:
The patient reported that in (B)(6) 2014 their pump was replaced as it was flipping and ¿having other stuff happening¿. The pump was used to deliver baclofen. No patient symptoms or outcome were reported. Further follow-up was being conducted to obtain the information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
(B)(4). Conclusion codes: are no longer applicable for this event.

Manufacturer narrative:
Concomitant product: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2014, product type: catheter. (B)(4).